Event description:
During preparation of the device, the sideport detached.

Manufacturer narrative:
The reported event of sideport tubing detachment was confirmed. The extension tubing had detached from the sideport of the hemostasis body due to an inadequate solvent coating length on the extension tubing.